Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said yesterday they were out and about, then out of no where the stimulator went berserk. They couldn't get the stimulation to stop. They didn't have the programmer with them and it felt like very intense stimulation. It felt like when they go in the grocery store and goes through the security gate they can always feel the stimulation. It did it again today when driving the kids to school. It's like a real quick pulsation. They said before they would never feel the stimulation. They said, the only exercise they do is walking and was a tad sore after walking. The patient has had not falls or accidents. When asked if any positional movements recreate the sensation, the patient that they first felt it while standing in line to get food, and struggled to get back to the car but they got in the car it stopped. However, driving home it hit again. Last night they felt it when they stretched the leg out and felt it again today when the patient got in car to drive kids to school. The patient said that doesn't know if it is happening when they extend their leg. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.